Event description:
During a low anterior resection, it was reported the ax55 was fired and no staples appeared in the staple line or surrounding tissues. This was noted when the anastamosis was checked. Another instrument was used to complete the case. There was no consequence to the pt.